Event description:
I went to an urgent care facility because my eye was swollen, extremely red, irritated and sensitive to light. The urgent care facility requested I go to the emergency room. After a thorough examination of my eyes, the ER doctor, after consulting with an ophthalmologist, stated I had keratitis. The ER doctor prescribed antibiotic drops. The ophthalmologist saw me 2 days later, confirmed I had keratitis and gave me steriod drops to take along with the antibiotic drops. I could not and did not use contact lenses tens days in 2006. Prior to 2006, I was using renu moistureloc. After the infection cleared I used a different contact lens solution.